Event description:
The customer reported that an error code occurred during setup and the system shut down. The system could not be rebooted. The customer borrowed a system from another facility, which caused a three hour delay in the case. During this time, the patient was prepped and laying on the table. Drops and medications had been administered. There was no patient impact reported.

Manufacturer narrative:
The company service rep examined the system and was able to verify the error code. He replaced the fluidics module and retested the system. The system met specifications. The fluidics module was returned and functionally tested. The error was duplicated. Visual inspection found that the poron washer in the vent value solenoid gasket was sticky. The root cause of the error code was the sticky poron washer. The risk management report (rmr) for the infiniti system addresses both irrigation and vent values failures as existing potential hazards/harms. The infiniti software checks for irrigation/vent valve operation and reports failures as error codes which instruct users to take immediate action. These failures are adequately mitigated during priming and during a procedure. A CAPA was opened to address this issue. This issue was determined to not be safety related. This known issue was evaluated and a field service replaceable poron washer is being implemented.